Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the mid-left anterior descending coronary artery that was heavily calcified, moderately tortuous and 90% stenosed. A trek rx was advanced to the lesion without issue. During the second inflation at 8 atmospheres, the balloon ruptured. A non-abbott balloon was used to perform dilatation to continue the procedure. There was no adverse patient effect. There was no report of clinically significant delay. No additional information was provided.